Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 93 - 173 mg/dl. Customer also reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence, the customer reverted to multiple dose insulin for insulin therapy.